Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter abdominal aortic aneurysm. It was reported that upon completion angogram there was a type ia endoleak. The physician used two heli-fx endoanchor appliers in order to resolve the issue. After placing 19 endoanchors, there was still a type 1a endoleak seen. The physician then placed another manufacturer's stent in the proximal portion of the 36mm endurant stent graft. An angio was performed; however, the type 1a endoleak was still visible, but much improved. The physician ended the case. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.